Event description:
Boston scientific received information that the right ventricular (rv) lead was dislodged. As the result, loss of capture, no sensing, high pacing threshold measurement and stimulation of thoracic muscles were present. In addition, the patient reported of twitching and feeling weak. The lead was modified surgically. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.